Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found worn connection sleeve collar on mechanical mixer paddle. The mixer paddle would fall out of mixer motor assembly during operation due to worn plastic collar which failed to lock it in place. The cause of failure was identified as the worn sleeve collar on mixer paddle to mix motor connection. The fse replaced the mechanical mixer paddle collar which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section b6: additional information provided. Customer provided patient data. Refer to patient data summary attached, the beckman coulter identifier is (B)(4).

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the au480 clinical chemistry analyzer. The fse inspected the instrument and found worn connection sleeve collar on mix motor. The cause of failure was identified as the worn sleeve collar on mix motor connections. The fse replaced the collar which resolved the issue. The fse performed system verification successfully without issue. The system returned to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Initial reporter phone number is (B)(6). The beckman coulter identifier is (B)(4).

Event description:
The customer reported the au480 clinical chemistry analyzer generated erroneously high na patient results.the customer did not report the erroneous results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.